Event description:
A customer contacted beckman coulter inc. (Bci) regarding high creatinine (cre) results generated by the unicel dxc 800 synchron chemistry analyzer. One false high cre result was generated and reported outside of the lab. The physician questioned the result and requested the customer to repeat the test. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Qc run before and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and confirmed no instrument malfunction and no part replacement was necessary. A clear root cause for this event has not been determined to date.